Manufacturer narrative:
Report source (responsible for marketing and operationalizing the use of mitg-surgical products in the territory.) If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the open bariatric procedure, in the seventieth firing, the load hanged. The device did not fire and the black pusher thumb piece be could move at all. Another load into substitution was placed and worked normally. There was no patient injury.